Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.